Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre sensor detached prematurely after less than a day of wear. The customer was unable to obtain scan readings and experienced symptoms of shaking, sweating, and loss of consciousness. The customer's fiancee woke her up and treated her with orange juice. There was no report of death or permanent injury associated with this event.